Manufacturer narrative:
Continuation of d10: 5076-45 lead- implant date: (B)(6) 2014; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department (ed) near syncope. A remote monitoring transmission report indicated that the rv lead triggered rv bipolar lead impedance warning and rv polarity switch. The right ventricular (rv) pacing lead was fractured at the low voltage and exhibited out of range (oor) spike for rv pacing impedance. The rv lead exhibited high rv pacing, unstable threshold and intermittent rv capture and oversensing. The patient was hospitalized and the rv pacing lead and rv lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h11: continuation of d10: 694958 lead - implanted 12-jan-2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.